Event description:
The 41-year-old female doctor states they developed a rash on their face after using the mask. They went to a dermatologist for follow up. No other information is available.

Manufacturer narrative:
An investigation was conducted. Biocompatibility (cytotoxicity, skin irritation and skin sensitization) test results were verified on the mask constructions for this product and the results did not reveal any biological risks with respect to the mask being cytotoxic, skin irritant or skin sensitizer. Production records, retained and returned samples, device master record and design history file were verified and no observations were noted. Based on the investigation, no root cause was identified.

Manufacturer narrative:
Investigation ongoing.

Event description:
The 41-year-old female doctor states they developed a rash on their face after using the mask. They went to a dermatologist for follow up. No other information is available.